Manufacturer narrative:
Only the enterprise delivery wire was received for analysis. There were numerous bends/kinks located 0.15 to 36.8cm from the distal tip, and offset and pinch damage to the coils located 4.30 to 4.45cm, 6.45 to 6.55cm and 33.35 to 33.50cm from the distal tip. The distal coil presents coil displacement distally from the proximal coil to core wire joint, creating a 0.25mm stretched region and subsequent coil misalignment distal of the stretch region. Except for these damages, the specimen delivery wire appears visually and dimensionally correct. All joints appear to be intact and correct when viewed at 10x magnified. The delivery wire was tested for passage within an introducer and a microcatheter from stock, the specimen delivery wire does move easily in both directions despite the coil damage. The device history records (DHR) review for this packaging lot indicates this lot was completed by lake region medical and deemed acceptable for shipment. The delivery wire does not present any obvious indications of damage or anomaly that could be contributory to the event as reported. The timing of the damage to the coil segments as related to the procedure and the root cause cannot be determined. The positioning of the introducer sleeve within hub of the microcatheter during advancement of the enterprise stent is a known procedural factor contributing to hub insertion difficulties. Positioning and maintaining the position of the introducer sleeve within the hub of the microcatheter has been demonstrated to be a crucial factor in the proper passage of the enterprise stent to and from the microcatheter. The distal end of the introducer sleeve is tapered to better seat within the hub. It is possible, that after seating the introducer into the hub, if the rotating haemostatic valve is not sufficiently tightened down, the introducer may back out during advancement of the enterprise system. However, because it was reported that the introducer was fully seated in the hub, without the return of the microcatheter, and with only the delivery wire returned for analysis, no conclusion can be made regarding the case of the inability to insert the enterprise into the hub of the prowler select plus.

Event description:
The enterprise vrd met resistance during initial advancement of the delivery wire through the prowler select plus microcatheter (mc) hub. The stent could not be loaded into the mc and got stuck at the hub when the delivery system was partially inside of the mc. It was reported that the introducer was fully seated in the hub of the mc without having to remove the mc. The procedure was completed using another enterprise and mc without injury to the patient. With analysis of the returned enterprise system, it was noted that a section of the delivery wire had a stretched/unraveled section. It was reported other devices went through the mc without difficulty and a continuous flush was maintained through the mc. The enterprise package by holding the wire and introducer together to prevent stent movement. The delivery wire was entirely within the introducer. The enterprise was flushed per guidelines. All slack was removed from the products. Prior to and after using the mc, it was free of kinks, bend, and any other anomalies.